Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported falsely elevated sodium (na) and chloride (cl) results generated on the architect c8000 on one patient. Results provided: na = 185 / 140 mmol/l / another architect = 142 mmol/l; cl = 143 / 107 mmol/l / another architect = 111 mmol/l. Reference ranges: na = (136-145 mmol/l); cl = (98-107 mmol/l). No impact to patient management was reported.

Manufacturer narrative:
Section b5: two additional patients added during the subsequent site visit by the field service engineer (fse) the analyzer was inspected, and a part replacement (high concentrated waste tubing) was performed. Return testing was not completed as returns were not available. A review of the analyzer service history identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results after the service activity was performed by the fse. The architect system operations manual addresses sample result observed problems and troubleshooting for erratic/discrepant results. A review of the clinical chemistry systems tracking and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Based on the investigation no product deficiency was identified.

Event description:
The customer reported falsely elevated sodium (na) and co2 results generated on the architect c8000 on two additional patients. Sid 1100080281: na = 163 / 141 mmol/l; sid (B)(6) : co2 = 46 mmol/l, another architect = 25 mmol/l. Reference ranges: na = (136-145 mmol/l); co2 = (22-29 mmol/l). No impact to patient management was reported.